Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator/sheath assembly for evaluation. The returned sheath contained signs of use in the form of biological material. Microscopic examination of the sheath revealed it was frayed and split. This damage is consistent with undue force being applied at the tip. The overall length of the sheath measured 4.00" which is within specifications. The tip inner diameter could not be measured due to the damage. The returned dilator was able to pass through the returned sheath with minimal resistance. A device history record review was completed with no relevant findings. The IFU provided with this kit warns the user "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding." Also, the IFU provides the following instructions "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The customer report of a damaged sheath was confirmed by complaint investigation. The returned sheath was frayed and split, consistent with undue force being applied to the tip. A device history record review was performed with no relevant findings. Based on the sample received and the customer report that the issue was identified during use, unintentional user error caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: sheath insertion was resistive to passage through skin, so sheath pulled back and a small imperfection was noted in the distal end where it transitions from obturator to sheath body. Sheath removed, and another used without incident.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: sheath insertion was resistive to passage through skin , so sheath pulled back and a small imperfection was noted in the distal end where it transitions from obturator to sheath body. Sheath removed , and another used without incident.